Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (05/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter strut detached retained in right renal vein and perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter strut detached retained in right renal vein and perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years four months of post deployment, a computerized tomography-abdomen without contrast was revealed that the inferior vena cava filter has its upper tip at the level of l1-l2. C6 of the legs protrude slightly beyond the walls of the inferior vena cava without extravasation. A small linear metallic density object was seen within the right renal vein. This might represent displaced component of the filter. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc), and filter limb detachment.the definitive root cause could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 expiry date (05/2019),g3 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.